Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert for high shock impedance showing 140 ohms, which is high within normal limits. The impedance trend was requested to technical services (ts). Ts provided the impedance trend and discussed it is fairly stable with a gradual increase. No out of range measurements have been recorded. Additional information was provided. The system impedance was reported at 205 ohms, which is high out of range. It was also mentioned that defibrillation threshold (dft) test was performed in 2024 and it was successful with impedance of 114 ohms. Ts discussed that based on the x-rays, the system placement appears to have room for improvement as the patient has high body mass index and weight gain since implant. It was also discussed that next steps are ultimately a clinical decision. The s-ICD system remains in service. No additional adverse patient effects were reported.